Event description:
It was reported that the device was "coming out" of patient's skin but the incision was healed and patient felt "worse than ever". Patient noticed the device coming through her skin and she was able to "see the skin" two months after implant. The doctor was considering repositioning the device deeper. Patient felt the device was not helping her; she had a lot of pain. Patient's original issue was 3 damaged nerves in lower back and since the surgery, patient felt like she had "a rock hanging from her spine on her lower back". Every time patient put the stimulator on, she felt so much pressure. When patient sat, she felt burning sensation where the implantable stimulator was located. When patient walked and leaved the stimulator on too long, she felt the pressure; patient could not walk after she walked 5 to 6 blocks. It was also reported that patient never had therapeutic effect. The symptoms occurred following the implant. The walking issue had been about a month. Patient experienced burning sensation since the implant. It was noted that during implant surgery, patient had a lot of pain and health care professional (hcp) had to "put her down". Hcp was informed of this issue. There was no accident or incident related to this complaint. Every time patient moved, "it felt like something was pulling". During the trial, patient had pain relief on her right leg. Patient was waiting for her doctor to call back with surgery date. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported that the device was the cause of the event and that it migrated due to atrophy of subcutaneous tissues. The lead and extension were intact and there were no abnormal impedance measurements. Revision of the same device occurred on (B)(6) 2012 and it was reported as a "deep pocket" and "good revision." X-rays were taken pre and post-operative and reprogramming on the revision date led to "good" coverage. The patient experienced device site pain. No hospitalization was required and the patient recovered without sequela.

Manufacturer narrative:
Product ID, 3778-60 lot# serial# (B)(4), implanted: 2012 (B)(6), explanted: product type lead product ID, 3778-60 lot# serial# (B)(4), implanted: 2012 (B)(6), explanted: product type lead product ID, 37744 lot# serial# (B)(4), implanted: explanted: product type programmer, patient. (B)(4).